Event description:
It was reported that during implant of the pulse generator, the physician experienced difficulty when inserting leads into the header ports of the device. Silicone oil was applied and the leads were able to be inserted. The implant procedure was completed successfully.

Manufacturer narrative:
UDI (di): (B)(4).